Event description:
It was further reported that the patient's symptoms were unrelated to the performance of the ipg system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced dizziness and they passed out and became hospitalized. It was also noted that they were concerned that the implantable pulse generator (ipg) settings may be causing the symptoms. The device remains in use. It was further reported that the patient experienced pre-syncope. The patient had two in-clinic device checks which showed normal device function. On telemetry the patient was seen to have intermittent complete heart block. The first device check indicated that atrial beats were falling into refractory period and ipg was withholding ventricular pacing. Atrioventricular delays were shortened along with shortening the post-ventricular atrial refractory period. However heart block still presented. It was noted that oversensing of the right atrium was seen in the right ventricular (rv) lead leading to inhibition of pacing due to oversensing. The sensitivity on the rv lead was increased with improvement. It was noted that there might have been another episode of 2:1 atrioventricular (av) conduction during a follow-up visit and the patient's symptoms continued. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.